Manufacturer narrative:
Sections with additional information as of 21-may-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-25: strip inserted backwards or upside-down. Note: manufacturer contacted customer in a follow-up call on 18-mar-2020 to ensure that the customer's condition improved - able to establish contact with customer and stated still having diabetic symptoms. Note: manufacturer contacted customer in a follow-up call on several occasions to ensure that the customer's condition improved - unable to establish contact with customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for dead meter. At the time of the call, the customer reported feeling tired; medical attention was not needed. Customer had reported changing the battery on (B)(6) 2020. During the call, the truemetrix meter turned on when a test strip was inserted and by manually pressing the "s" button. During the call a blood test was performed by the customer non-fasting and produced test result of 150 mg/dl using truemetrix meter. Customer was satisfied with the blood result obtained.